Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Received medwatch report (mw5076171) from the us food and drug administration via us mail reporting a patient adverse event regarding an unknown naturalyte 2.25 ca. It was reported that during dialysis, patient had been given naturalyte for the first time. Once treatment was completed, patient went home and was feeling sick all night. Consequently, three days later the patient required oxygen, developed a heavy chest pressure in center of chest and became shortness of breath (sob). The patient ended up hospitalized (date and duration unknown), where test were completed. A computed tomography (CT) chest x-ray scan, an electrocardiogram (EKG), and stress test were performed (date and results unknown); however, the symptoms did not subsided. It was reported that the patient still cannot lay down on his right side to sleep and there is a burning sensation in the middle of patient¿s shoulder blades, and that the patient was placed on oxygen for a short period of time. It was also reported that the symptoms did not abate even after the dosage (unknown) of the product was reduced, or usage of the product was stopped. The route of administration was injection via hemodialysis (hd) treatment, and the reason for the use of the product was reported to be due to a high level of potassium (k+) (dosage unknown). Additional information on patient¿s demographics, treatment data, patient status or product information was not provided.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between hd therapy utilizing naturalyte (collective concentrate ¿ 2.25 ca) and the reported adverse event(s) of chest pressure/pain, shortness of breath (sob) and burning between the shoulder blades which warranted medical attention and subsequent hospitalization. The etiology of the event(s) is unknown. It is possible the event(s) are related to the use of naturalyte (collective concentrate ¿ 2.25 ca), however no sample was returned for investigation. Therefore, based on the information available, causality cannot be determined. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A device history review was not performed since the lot number of the alleged device is unknown.

Event description:
"."